Event description:
During testing, when the fio2 was set at 60%, the display showed at 65%. Calibrating the o2 sensor did not solve the issue. This issue was resolved by replacing the o2 sensor. There was no patient involvement in this case.